Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx applier was used during an abdominal aortic aneurysm endoleak repair. The endoleak was on an unknown medtronic stent graft. The stent graft had migrated 1cm from the lowest renal artery. The patient had a conical aortic neck. The plan was to implant an endurant cuff and endoanchors which following this successfully resolved the endoleak and migration. It was reported that during step 2 of deployment of an endoanchor within the patient, a tactile and audible pop was noted from the applier, and the endoanchor was correctly deployed. Upon removal of the applier to reload a new anchor, the anchor was visibly misaligned within the applier. There was no deformations noted. The physician advised deploying the anchor on the table and reloading a new anchor. The next anchor was also misaligned, and a tactile 'crunch' was felt when the applier was retracting. The IFU was followed when using the heli-fx. There was no blue light or error messages noted on the applier. Per the physician there was a build up of torque which was felt in the applier, and the mechanism to retrieve the anchors broke. A new applier and cassette were opened to complete the case.